Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and a hole on pebax was found with reddish material inside it. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device number 30392036m, and no internal action was found during the review. The customer complaint was confirmed, the root cause of the internal failure of the sensor cannot be determined. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. The root cause of the hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition, therefore no CAPA activity is required now. Similar complaints are monitored monthly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish-brown material inside it. During the procedure, despite zero-ing being conducted the displayed gradually increased with nothing hit. The cable was changed but the issue persisted. The catheter was replaced with a like device and the procedure was completed without patient consequence. The high readings are not MDR-reportable. The hole in the pebax is an MDR-reportable event.